Event description:
On (B)(6) 2009, patient reported that when he started the prime, the infusion device screen displayed stop, but the device emitted the same sound it emits when priming. Patient stated while the infusion device was priming, he pressed the up, down, menu and check buttons. With each button press, the infusion device beeped but the sound of the prime continued. The infusion device even stopped the prime on its own. The patient assumed that the prime stopped after 25 units. Verified all other functions of the infusion device operated as intended. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.